Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous left anterior descending artery (lad). A 2.75 x 38 synergy drug eluting stent was advanced to treat the lesion. However, the device was unable to cross the lesion. They even tried to use various methods like guideliner, buddywire and slip through technique. The physician removed the device from the patient's body and it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts on rows 10-12 from the distal end distorted and lifted distally from the stent profile. The crimped stent outer diameter (od) was measured on the undamaged side and is within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous left anterior descending artery (lad). A 2.75 x 38 synergy¿ drug eluting stent was advanced to treat the lesion. However, the device was unable to cross the lesion. They even tried to use various methods like guideliner, buddywire and slip through technique. The physician removed the device from the patient's body and it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.